Manufacturer narrative:
The device was returned for analysis. The insufficient information was observed as a failure to cycle of the posterior needle tip. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. The reported insufficient information is likely related to the plunger not fully depressed flush with handle body during deployment, such that the needle tip did not fully eject from the foot pocket. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d9: date returned to manufacturer.

Manufacturer narrative:
Date of occurrence estimated as (B)(6) 2023. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
A proglide device was received by abbott with no reported information. Analysis of the returned device found that "the posterior needle tip was engage with the posterior cuff, the swage end of the posterior needle tip remained caught in the posterior foot pocket with the link attached. The link was attached to both cuffs. The anterior cuff was ejected from the anterior foot pocket, there was one anterior cuff tab separated (not returned) and one anterior cuff tab was prolapsed and one anterior cuff tab was flattened. The plunger was not returned. No additional information was provided; however, a device in this condition would not be able to achieve hemostasis.